Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that during an unrelated surgical procedure, the patient's ipg became unable to communicate with external devices. Next course of action is undetermined at this time.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.